Event description:
It was reported that the customer experienced a malfunction with the pump, identified by malfunction code malf 0, occurring at least three times. There was no reported impact on the customer¿s blood glucose level, as the specific value impact was declined to be answered. The customer planned to use multiple daily injections (mdi) as backup insulin therapy. Technical support arranged to replace the defective pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode and return it with a pre-paid label within ten days.